Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. A new tactra was implanted. There were no reported patient complications.

Manufacturer narrative:
Corrected: MFR site facility address, city, country.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. A new tactra was implanted. There were no patient complications reported.

Manufacturer narrative:
H6 conclusion code of cause not established was updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. A new tactra was implanted. There were no patient complications reported.